Event description:
Per the report received from canada a valve model 11500a25 was explanted at implant due to moderate to severe central leak (intra prosthetic along the comissures). A 82-year-old patient required an emergency cross replacement with a debranching of the brancheocefalic trunk. The graft of the brancheocefalic trunk was anastomosed to the graft of the ascending aorta. After the cross-clamp was removed, an echocardiogram revealed moderate to severe aortic insufficiency. The root cause is unknown, but as per surgeon's suspicion it could be due incomplete coaptation and deformation of the leaflets as a consequence of the use of core-knot. For this reason it was decided to replace the inspiris valve. So 60 mins of cardiopulmonary bypas (cpb) were added, additional cross-clamp time of 55 min. As reported, there was serious injury due to longer heart ischemic time and decreased brain perfusion during the explant and new valve implantation, in the context of a long and very high risk surgery in a frail and old patient. The patient experienced encephalopathy, stroke, delirium, acute kidney injury. The explanted valve was described as 'defective', although it appeared normal before use. A 23mm surgical valve was successfully implanted in replacement. The patient was reported to be recovering well but still in the hospital.

Manufacturer narrative:
The subject device was returned for evaluation. As per product evaluation, customer report of central leak was unable to be confirmed. X-ray demonstrated wireform intact. As received, all three leaflets were stiff and translucent-like due to dehydration. Multiple suture fasteners were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the valve. No other visible inconsistencies were observed on the valve. Functional testing cannot be performed due to leaflet dehydration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (impact code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common causes of regurgitation during device implantation include: device distortion occurring before or during implant; device interaction with patient anatomy or other devices. Typically, the above factors may occur during the procedure due to patient anatomical factors and/or other procedural difficulties even if the device is used within specification and within acceptable medical practice. Although it is uncommon, the procedural factors listed above may be the result of use of the device not in accordance with the IFU either inadvertently or intentionally. It is possible that distortion of the valve frame or damage to the leaflets incurred during the manufacturing process may result in regurgitation if undetected during device preparation. Visually apparent valve or leaflet anomalies are typically detected prior to implantation, resulting in device exchange. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.